Manufacturer narrative:
E.1 initial reporter facility: (B)(6) medical center a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was failed and gave beeping sound while scanning medication. A field service engineer replaced the scanner to eliminate any potential issues. Verified proper operation with both nursing and pharmacy staff. All functions were confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the items were scanned for removal or addition, the scanner beeped as if it were loading, but the information did not translate or register in the system. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.